Manufacturer narrative:
H6: investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. In the post procedural phase of a pvi case (all catheters were removed from the patient), after the medical staff noticed a decreased blood pressure, the physician decided to perform an echography, which revealed a pericardial effusion. In order to stabilize the patient, the physician decided to perform a pericardial puncture (up to 300ml were aspirated).the patient left the electrophysiology (ep) lab in stable condition and was monitored in an intensive care ward. No signs of a steam pop were observed nor an elevated force during ablation. The patient¿s condition had improved. Prolonged hospitalization was required as a safety reason for further monitoring. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the ablation settings were: power control mode, time 999 sec, power 25 watts. The temperature cut-off was at 40 degrees. The impedance cut-off was at 250 ohms. Irrigation control settings were as follows: high flow 8-15ml/min, low flow 2ml, pre-rf time 2m sec, post-rf time 3 sec. Lo fluid warning at 100ml. However, the photos do not provide sufficient information related to the reported event and therefore no result can be obtained from it. A manufacturing record evaluation was performed for the finished device 30430227l number, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. This investigation was performed based only on the photo provided. The product was reported as discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. In the post procedural phase of a pvi case (all catheters were removed from the patient), after the medical staff noticed a decreased blood pressure, the physician decided to perform an echography, which revealed a pericardial effusion. In order to stabilize the patient, the physician decided to perform a pericardial puncture (up to 300ml were aspirated). The patient left the electrophysiology (ep) lab in stable condition and was monitored in an intensive care ward. The physician¿s opinion regarding the cause of this adverse event is that this was procedure and patient condition related. The physician believed the issue arose during ablation, as the sedation was difficult, and patient moved during the procedure. No signs of a steam pop were observed nor an elevated force during ablation. The patient¿s condition had improved. Prolonged hospitalization was required as a safety reason for further monitoring. The force visualization features used included graph, dashboard, vector and visitag. The additional filters use with the viistag module were respiration adjustment, force over time: 25% minimum force: 3g. Tag index was used as coloring option. No error messages were observed throughout the case. Per the pictures provided by the customer, the ablation settings were: power control mode, time 999 sec, power 25 watts. The temperature cut-off was at 40 degrees. The impedance cut-off was at 250 ohms. Irrigation control settings were as follows: high flow 8-15ml/min, low flow 2ml, pre-rf time 2m sec, post-rf time 3 sec. Lo fluid warning at 100ml. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then, it is to be considered serious and MDR-reportable.